Event description:
It was reported that there was a sensing issue with an implantable cardiac monitor during multiple implant attempts. There was undersensing and a noticeable artifact at baseline, with r-wave amplitudes measuring between 0.04mv-0.06mv across five different implant attempts in two different incision sites. After three implant attempts at various angles and two parasternal implant attempts with fluoroscopy guidance, the device was replaced with a new implantable cardiac monitor in the same incision site, achieving adequate sensing with r-waves measuring approximately 0.2mv-0.24mv. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The feedthrough was contaminated. Hybrid analysis revealed that the reported field complaint was confirmed. Internal inspection of the device found an anomalous metal stack over the e1 feedthrough and a high resistive input circuit. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.